Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events of inflammation, redness, swelling, and "an increase in pigmentation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contraindications, juvederm voluma xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in greater than 5% of subjects after initial treatment (n=265) possible adverse events post injection with juvederm voluma xc include swelling, redness, and discoloration. Treatment site responses reported by less than equal to 5% of subjects included ache, acne, bulge, bumps, check larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device-and injection related adverse events occurring in less than equal to 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Other safety data, post-market surveillance, juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012 the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than/equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery. Physician instructions: prior to treatment, the patient's medical history should be obtained, and the patient should be fully apprised of the indications, contraindications, warnings, precautions, treatment responses, adverse reactions, and method of administration. Patients also should be advised that supplemental "touch-up" implantations may be required to achieve and maintain maximum correction.

Event description:
Patient reported immediately after injection in the cheeks with juvederm voluma xc they developed the following symptoms at the right cheek: redness, swelling, inflammation and an increase in "pigmentation" of the skin that is "three times darker" in comparison to before the injection. The day after injection the patient was prescribed "steroids".